Manufacturer narrative:
At the time of this report the device was not returned to the manufacturer. A follow-up medwatch will be submitted once the investigation is complete.

Manufacturer narrative:
Small a.o. Quick connect drill attachment 1000 rpm, serial number (B)(4) has been returned for complaint investigation. Upon receipt, the gearbox was found noisy. Black traces have been observed on the locking system between the attachment and the handpiece. These traces were cleaned during the decontamination process and were due to an external contamination.

Event description:
It is reported that black substance and black particles were observed on the universal small a.o. Quick connect drill attachment 1000 rpm. There was no patient harm or delay in surgery reported.